Event description:
The first fast-fix device was inserted in the normal fashion. When the surgeon went to tighten it, one of the sutures came away from the deployed implant. When surgeon pulled on the remaining suture, it came away from the other deployed implant. There was no evidence of breakage. On the second device surgeon inserted, the needle through the capsule and pulled it out but the leading implant got stuck at the tip of the device and didn't come off. Clarification received: 1st device: both t's left in as suture pulled out. - 2nd device: no t's left in as t1 did not deploy at all and was actually only removed from the delivery need outside of the joint by the surgeon using forceps. (This device was unfortunately discarded). It was reported that additional lot # 50461894 was used however it is unknown by the customer which lot number resulted in the reported failure.

Manufacturer narrative:
No product is being returned for device analysis. (B)(4).